Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to migration of the electrode array. The patient wa reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on july 04, 2017.